Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the complaint device was returned for analysis and stuck in unknown catheter. Device analysis revealed that the catheter has damaged (detached from hub and imaging window) and only a portion of sheath assembly was returned. A kink was observed in the sheath assembly from femoral marker to the proximal end. Full testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported difficulty is a design constraint of the product. (B)(4)

Event description:
It was further reported that the attempt to remove the opticross 6 imaging catheter through coronary bypass was unsuccessful. The physician cut the proximal shaft of imaging catheter, which was proximal to the stuck part, however, only proximal shaft was removed. Hence, the distal shaft was left in the patient's body and was unable to be retrieved. Currently, the status of the patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the attempt to remove the opticross¿ 6 imaging catheter through coronary bypass was unsuccessful. The physician cut the proximal shaft of imaging catheter, which was proximal to the stuck part, however, only proximal shaft was removed. Hence, the distal shaft was left in the patient's body and was unable to be retrieved. Currently, the status of the patient is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The 90% stenosed target lesion was located in a moderately tortuous and non-calcified right coronary artery (rca). An opticross 6 imaging catheter was selected for use. After a non bsc guidewire crossed the lesion, pre-intravenous ultrasound (ivus) was performed. Pre-dilatation was performed using a 2.5mm and a 2.75mm non-bsc balloons. After which, a 3.0mmx2mm non-bsc stent was deployed to the most distal part of the lesion, followed by the deployment of another 3.5mmx3mm non-bsc stent. After stent implantation, the physician attempted to perform ivus; however the opticross 6 imaging catheter came into contact with the mild tortuous area and failed to cross the lesion. The opticross&#10294; imaging catheter was removed and post-dilatation was performed using a 3.2mm nc balloon catheter. The physician then noticed another lesion, just before the target lesion, when the first ivus was conducted. So the physician deployed a 3.5x1mm non bsc stent. The physician then tried to advance the opticross&#10294; imaging catheter however, it stopped advancing at the same location. The physician tried to advance the catheter while the patient stopped breathing intentionally. The catheter could advance a little bit so ivus was performed by manual operation, however the opticross 6 imaging catheter was stuck in the same location and became unable to be removed. After that, the physician deeply engaged a non-bsc guide catheter beyond the stuck site but the attempt was failed. The physician tried several techniques to release the opticross&#10294; imaging catheter but all the attempts were failed, therefore the patient was sent for a surgery. The opticross 6 imaging catheter could not be released despite the surgery, therefore the imaging catheter was cut in the stuck section and bypass was performed. The patient is currently being monitored.